Manufacturer narrative:
Investigation results: upon visual inspection of oss611 6.0mm acid-etched osseotite implant no damage was found to the implant or mount. The components were inspected by a qa technician using calibrated equipment. Cause; undetermined / likely cause; patient, surgical procedure or external factors unrelated to the manufacture of the implant caused bone to chip resulting in complaint.

Manufacturer narrative:
This device has been received, but the evaluation has not been completed.

Event description:
The bone broke in the lower quadrant when trying to placed the implant. Doctor applied bio-oss for bone regeneration and antibiotics. The patient was said to be in perfect conditions and has not suffer any permanent injury. A new implant will be placed within 4 months.

Event description:
The dentist reported the while placing the implant there was a bone fracture in the lower quadrant of the mouth. The dentist applied bio-oss for bone regeneration and antibiotics. The dentist reported there was no serious injury, the patient is in perfect condition and has not suffered permanent injury.